Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported pump screen blinked 3 times and 'information' was missing. There was no reported adverse impact to the customer's blood glucose level. Reportedly, it was observed that the pump was working as intended at the time of report. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.